Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this investigation. Log files were submitted for review that appeared unremarkable. Pulsatilty index (pi) events were captured; however, no other notable events or alarms were recorded. The pump appeared to function as intended at the fixed speed. Per the account, the patient had a history of paroxysmal vt prior to implantation. The patient had no physical symptoms during the reported event, and an antiarrhythmic medication was started. The patient's arrhythmia reportedly resolved. The patient remains ongoing on heartmate 3 lvas no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction," lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf), and log file review identified low speed advisory alarm. The patient has either been paced out of rhythm or shocked by aicd. It was later communicated that the patient had no physical symptoms, just the shock of their aicd. The patient was given antiarrhythmics for treatment. It was noted that the patient had a history of paroxysmal ventricular tachycardia prior to lvad implantation. The aicd was also implanted prior to lvad implant. The arrhythmia resolved and was thought to be possibly device or therapy related. The ebb faults were associated with the implant procedure.